Manufacturer narrative:
Device evaluation of electrode belt (B)(4) is complete. The reported problem (damaged cable, adjust belt messages) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy electrode (te) pad was pulled from the strain relief, breaking wires in the dn. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled cables was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt was damaged and was experiencing "adjust belt" messages.